Manufacturer narrative:
Device evaluation summary: evaluation of electrode belt (B)(4) has been completed. The reported problem (electrode belt connector broken) has been confirmed. The electrode belt connector locking nut was missing. The root cause for the missing locking nut was not positively identified, but was likely due to excessive force. The electrode belt was otherwise fully functional and could properly monitor a cardiac signal. No adverse event resulted from the defective connector. The patient received a replacement electrode belt.

Event description:
A (B)(6) female patient's son contacted zoll customer support to report that the patient's electrode belt connector was damaged. The patient was issued a replacement electrode belt.